Event description:
A journal article was reviewed that contained information regarding this device. The article reports that the device "had an inability to change programmed sensitivity settings during device programming." There was apparent "persistent paradoxic undersensing of the p waves " as well as far-field oversensing. The status of the device is unknown. Further follow-up did not yield any additional relevant information regarding this event. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Referenced article: "locked-in" sensitivity in the managed ventricular pacing mode." Heart rhythm society. 2010, june: 7; (6).